Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient experienced infusion set was leaking while sleeping at connection site on (B)(6) 2025. The infusion set was in use for less than one day. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.